Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and implantable cardioverter defibrillator (ICD) displayed high out of range shock impedance measurements. Interrogation revealed the abnormal measurements have increased during the past two weeks. A lead fracture was suspected. A lead revision is intended. No adverse patient effects were reported. Subsequently, a revision procedure was performed. During the procedure, measurements obtained revealed a high out of range impedance measurement. In addition some noise was observed on the right ventricular channel. Increased threshold measurements were obtained. A decision was made to replace this lead. A new lead was implanted. After that lead was positioned, the physician disconnected this lead and measurements obtained were within normal range. As measurements obtained were within normal range, a decision was made to replace the device and reconnect this lead to the replacement device. Fluoroscopy and xray did not reveal any lead issues, therefore, the device was removed and replaced. There was concern there may be a loose setscrew rather than a fracture, however this was not confirmed. Post procedure, defibrillation threshold (dft) testing performed with this lead and the replacement device was successful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional informaton was obtained. An internal technical service consultant reviewed the xray and determined there was no obvious set screw issue. The patient with this system is an avid golfer and there was concern the golf swings may have pulled the lead.

Manufacturer narrative:
(B)(4)

Event description:
- -